Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience congestion along with red/dry eyes. The patient did receive medical intervention in the form of being prescribed medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience congestion along with red/dry eyes. The patient did receive medical intervention in the form of being prescribed medication. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 1 instance of: e-4. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h3 and h6 has been updated / corrected.

Manufacturer narrative:
Additional information was received on nov 21, 2024, and section h11 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience congestion along with red/dry eyes. The patient did receive medical intervention in the form of being prescribed medication.